Event description:
Smith and nephew trigen intertan trochanteric nail was used on an inter trochanteric fracture. Nail broke at proximal interlocking hole which had to be fixed with a different device. FDA safety report ID # (B)(4).